Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and confirmed the reported problem that the system did not make exposure, and error "image disk free space low, image disk full" was displayed on the data monitor. Review of the system log files showed a "exposure not possible. Image disk full and free disk space 0 (0) images" error message. The fse performed a data consistency test and found a number of black images. Troubleshooting found that communication between the host pc and the image processing pc (ippc) was good so the root cause was thought to be either a lack of communication or ippc bootup problem. The high voltage control board and the ippc were replaced which returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system did not produce exposure no harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the high voltage control board and the image processing pc which returned the device to use in good working order.